Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv combi pt on a cobas 6000 e601 module. The sample was run on the analyzer, but not value was received, only a flag indicating the sample was short. The customer noticed a clot in the tube, removed it, recentrifuged the tube and repeated the sample. The repeat hiv combi pt result was 6.79 coi (reactive). Per protocol, the sample was repeated two additional times, resulting in hiv combi pt values of 0.154 coi (non-reactive) and 0.138 coi (non-reactive).

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). Calibration and controls were within expected ranges. The field service engineer performed a mechanism check and noted there was no leakage. The water pressure was adequate for cleaning the probes. During the mechanism check, it was noted that the reagent probe would sometimes fling a water droplet after washing. Some dusty parts were noted and these were cleaned. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. All initially reactive samples should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performs within specification.